Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.

Event description:
It was reported that there was prime fill anomaly. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.